Manufacturer narrative:
The field service engineer found the vacuum, and sipper nozzle were touching. He re-aligned the nozzles and primed the system. He ran ise checks and qc, which were acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for 5 comparisons from the cobas 8000 cobas ise module. Comparison 1: initial sodium result was 193.7 mmol/l, and the repeat result was 145.7 mmol/l. Comparison 2: initial sodium result was 119.3 mmol/l, and the repeat result was 141.4 mmol/l. Comparison 3: initial sodium result was 164.9 mmol/l, and the repeat result was 140.1 mmol/l. Comparison 4: initial chloride result was 69.2 mmol/l, and the repeat result was 105.6 mmol/l. Comparison 5: initial chloride result was 129.6 mmol/l, and the repeat result was 106.7 mmol/l. The questionable results were not reported outside of the laboratory.